Event description:
According to the reporter, device patient leads and paddles quick look function do not show ECG waveform. Heart rate is detected. There was no report of any adverse events occurring as a result of the reported incident.

Manufacturer narrative:
Physio-control supplied part information for main pcb assembly repair kit to customer for repair.